Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and observed the reported malfunction. The fse noted that the wheel assembly had sustained previous damage. The fse replaced the wheels assembly, missing hardware, the damaged chassis support bracket, and the damaged fiber-optic sensor extension cable. The fse performed a preventive maintenance (pm). All functional and safety tests passed according to factory specifications. The iabp was returned to the customer.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) only one wheel comes out. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.